Event description:
It was reported that the patient was hospitalized due to inappropriate shocks. The iegm showed noise. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the lead was returned in two segments. The damage found was sustained during the surgical procedure. The lead was otherwise normal.